Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was taken place on (B)(6) 2023 where ipg and lead were replaced to address the issue.

Event description:
Manufacturer reference number:3006705815-2023-05001. It was reported that the patient was suffering from pain at ipg site. It was also reported that the patient's system was unable to get into MRI mode. Further investigation showed invalid impedances on one lead. As a result, surgical intervention may take place to address the issue. It is unknown which lead has invalid impedance.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000051010.